Manufacturer narrative:
Section d4: device serial number was not provided, so the expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller fault. Following review, log files confirmed replace system controller events on (B)(6) 2025 due to an issue with the emergency backup battery (ebb). Additionally, frequent pulsatility index (pi) events were also captured.

Event description:
As of 23jul2025, the site stated that the alarm resolved after reseating the original ebb likely from the pins on the ribbon or battery being cleaned from the reseating process. No equipment was exchanged.

Manufacturer narrative:
D4: updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis. The heartmate ii system controller was not returned for analysis; however, log files were submitted for review. A review of the submitted controller log file contained data spanning approximately 3 hours (08:33:53 to 11:15:21 on 16jul2025 per the timestamps). A replace system controller alarm was active throughout the entire log file due to a backup battery test circuit fault. No other notable alarms were observed in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Provided information stated that reseating the backup battery resolved the alarm condition. The root cause for the reported event could not be conclusively determined through analysis. The device history records were reviewed for the heartmate ii system controller and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including backup battery alarms. Heartmate ii instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.